Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02893. It was reported that the patient began to experience a soreness discomfort at the ipg site. As a result, the patient's ipg was explanted and replaced to address the issue. Both ipgs are being reported as it is currently unknown which was replaced.

Manufacturer narrative:
Corrected data: date of explant was inadvertently omitted from initial report.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2018-02893.